Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod insertion site after wearing the device for an unspecified duration. The patient stated that the pod caused significant swelling and redness at the insertion site and made them feel unwell, prompting removal and replacement of the pod. The patient sought medical attention on (B)(6) 2025, at (B)(6), where the visit lasted approximately two hours and resulted in a diagnosis of a skin infection. The patient reported being treated with antibiotics.